Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), depression ("depression"), dyspareunia ("dyspareunia") and anxiety ("mental anguish / emotional anguish"). The patient was treated with surgery (total hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, depression, dyspareunia and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), depression ("depression"), dyspareunia ("dyspareunia") and anxiety ("mental anguish / emotional anguish"). The patient was treated with surgery (total hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, depression, dyspareunia and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('heavy bleeding') in a 26-year-old female patient who had essure (ess205) (batch no. 12245874) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included ectopic pregnancy on (B)(6) 2003, pelvic inflammatory disease in 2003, wrist pain, tendinitis and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: ortho-evra in 2004 and depo-provera in 2003. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal area pain"), 1 month 3 days after insertion of essure (ess205). On (B)(6) 2005, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches") and was found to have weight increased ("weight gain/loss specify: weight gain"). On (B)(6) 2009, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"), anxiety ("mental anguish / emotional anguish/psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced hot flush ("hormonal changes describe: hot flashes") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdomial area pain"). The patient was treated with naproxen sodium (aleve), tramadol and surgery (total hysterectomy (full) (laparoscopic assisted vaginal hysterectomy)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, depression, dyspareunia, anxiety, hot flush, vaginal haemorrhage, fatigue, migraine, headache, nausea, weight increased, abdominal pain, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish. Discrepancy noted in essure removal information: hysterectomy full (laparoscopic-assisted vaginal hysterectomy) was reported along with have you had your essure (or any part of the device) removed: no. Current weight 140 lbs right: 3 coils, left: 2 coils essure device placed easily with four coils visualized, a similar procedure was carried out on the left with three coils visualized after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, dyspareunia, hot flashes, menorrhagia, fatigue, headache, no, plaintiff could not get the test done because of heavy bleeding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('heavy bleeding') in a 26-year-old female patient who had essure (ess205) (batch no. 12245874) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included ectopic pregnancy on (B)(6) 2003, pelvic inflammatory disease in 2003, wrist pain, tendinitis and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: ortho-evra in 2004 and depo-provera in 2003. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal area pain"), 1 month 3 days after insertion of essure (ess205). On (B)(6) 2005, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches") and was found to have weight increased ("weight gain/loss specify: weight gain"). On (B)(6) 2009, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"), anxiety ("mental anguish / emotional anguish/psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced hot flush ("hormonal changes describe: hot flashes") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdomial area pain"). The patient was treated with naproxen sodium (aleve), tramadol and surgery (total hysterectomy (full) (laparoscopic assisted vaginal hysterectomy)). At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, depression, dyspareunia, anxiety, hot flush, vaginal haemorrhage, fatigue, migraine, headache, nausea, weight increased, abdominal pain, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish. Discrepancy noted in essure removal information: hysterectomy full (laparoscopic-assisted vaginal hysterectomy) was reported along with have you had your essure (or any part of the device) removed: no. Current weight 140 lbs right: 3 coils, left: 2 coils essure device placed easily with four coils visualized, a similar procedure was carried out on the left with three coils visualized after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, dyspareunia, hot flashes, menorrhagia, fatigue, headache, no, plaintiff could not get the test done because of heavy bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: pfs and mr received. Reporter added and patient demographic. Events per pfs: hormonal changes describe: hot flashes, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, migraines / headaches, nausea, pain, psychological or psychiatric problems condition: depression and mental anguish, weight gain, abdominal pain, lower abdominal pain, hair loss plaintiff did not underwent essure confirmation test, heavy bleeding were added. Lot number received. Patient's medical history was added. Essure removal date was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 26-year-old female patient who had essure (ess205) (batch no. 12245874) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included ectopic pregnancy on (B)(6) 2003, pelvic inflammatory disease in 2003, wrist pain, tendinitis, dysfunctional uterine bleeding and pain in hip. Previously administered products included for an unreported indication: ortho-evra in 2004 and depo-provera in 2003. On (B)(6) 2004, the patient had essure (ess205) inserted. In august 2004, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"), 5 months 4 days after insertion of essure (ess205). In august 2004, the patient experienced nausea ("nausea"). In august 2004, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"), anxiety ("mental anguish / emotional anguish/psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue"). In august 2004, the patient experienced hot flush ("hormonal changes describe: hot flashes"). On (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal area pain"). On (B)(6) 2005 the patient was found to have weight increased ("weight gain/loss specify: weight gain"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), abdominal pain lower ("lower abdomial area pain"), iron deficiency anaemia ("anemia from chronic blood loss") and post procedural complication ("post procedural complication"). The patient was treated with naproxen sodium (aleve), tramadol and surgery (total hysterectomy (full) (laparoscopic assisted vaginal hysterectomy)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, vaginal haemorrhage, abdominal pain, abdominal pain lower and iron deficiency anaemia had resolved and the depression, anxiety, hot flush, fatigue, migraine, headache, nausea, weight increased, alopecia and post procedural complication outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, iron deficiency anaemia, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish. Discrepancy noted in essure removal information: hysterectomy full (laparoscopic-assisted vaginal hysterectomy) was reported along with have you had your essure (or any part of the device) removed: no. Current weight 140 lbs right: 3 coils, left: 2 coils essure device placed easily with four coils visualized, a similar procedure was carried out on the left with three coils visualized after deployment. She received treatment for pain, bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event : "abnormal bleeding (vaginal), abdominal area pain, lower abdomial area pain" updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 26-year-old female patient who had essure (ess205) (batch no. 12245874) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included ectopic pregnancy on (B)(6) 2003, pelvic inflammatory disease in 2003, wrist pain, tendinitis, dysfunctional uterine bleeding and pain in hip. Previously administered products included for an unreported indication: ortho-evra in 2004 and depo-provera in 2003. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"), anxiety ("mental anguish / emotional anguish/psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue"), 5 years 5 months after insertion of essure (ess205). In (B)(6) 2004, the patient experienced hot flush ("hormonal changes describe: hot flashes"). On (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal area pain"). On (B)(6) 2005, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches") and was found to have weight increased ("weight gain/loss specify: weight gain"). On (B)(6) 2009, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), abdominal pain lower ("lower abdomial area pain"), iron deficiency anaemia ("anemia from chronic blood loss") and post procedural complication ("post procedural complication"). The patient was treated with naproxen sodium (aleve), tramadol and surgery (total hysterectomy (full) (laparoscopic assisted vaginal hysterectomy)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia and iron deficiency anaemia had resolved and the depression, anxiety, hot flush, vaginal haemorrhage, fatigue, migraine, headache, nausea, weight increased, abdominal pain, alopecia, abdominal pain lower and post procedural complication outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, iron deficiency anaemia, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish. Discrepancy noted in essure removal information: hysterectomy full (laparoscopic-assisted vaginal hysterectomy) was reported along with have you had your essure (or any part of the device) removed: no. Current weight 140 lbs right: 3 coils, left: 2 coils essure device placed easily with four coils visualized, a similar procedure was carried out on the left with three coils visualized after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events anemia & post procedural complications were added. Event outcome updated for pain & bleeding. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.